Event description:
This patient has had an increasing number of faulty electrodes since november 2005. The patient's performances has decreased since that time. An integrity test performed in 05/2006 showed 11 faulty electrodes. The surgeon decided to explant the device during an upcoming surgery scheduled. At that time, he will implant a new device.